Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the cdh33 instrument was used. A staple line leakage occurred. Another instrument was used to complete the case. There was no further consequence to the pt.